Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2023 and (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zxr00 model intraocular lens (iol) was implanted into the patient's operative eye. In a secondary surgical procedure, the iol was exchanged for another iol with the same model but different diopter size, zxr00 20.5 diopter iol; reasons for the explant were not provided. Patient out-come post lens exchange is unknown. No further information is available.